Event description:
I have allergies and use your safe skin powder free purple nitrile exam gloves in my home on a daily basis. On the event date, at about 9:30 pm, I was using them in the bathroom when I put one on my right hand and noticed it felt grainy inside. I pulled my hand out which in turn, turned the glove inside out. The entire inside of the glove was coated in a white powder. I immediately put the glove in a zip lock bag and sealed it. My right hand started burning right away, so I immediately went and washed it in cold water. My right hand is not dry or cracked but the powder did cause a burning sensation. I have since washed my right hand 3 times with soap and water, and the burning is receding but is not completely gone. Needless to say this has left me very concerned. Lot# sc80325xx manufactured by kimberly-clark USA. Dates of use: 2009. Diagnosis: allergies.